Event description:
While treating a pt, the device was unable to adjust pacer current or rate. The clinician obtained another device to continue treating the pt. The pt subsequently expired. Subsequent biomed testing was unable to duplicate the malfunction.